Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure after the 23mm sapien valve was deployed moderate central leak was noted. There was no native leaflet overhang, nor did it appear that a leaflet was being held in the open position. Echo revealed that the leaflet near the left coronary cusp was not fully coapting. A pigtail catheter was placed across the valve to try to improve valve coaptation, but this did not improve the ai. It was decided to implant a second valve because the integrity of the leaflet was questioned. The second valve resulted in no residual aortic insufficiency. The patient remained stable post procedure. Additional information: the pre and post deployment position of the first valve was approximately 50:50. The degree of native valve/leaflet calcification was described as moderate; the aortic root calcification was described as severe. There was no mitral annular calcification. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was also appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 55 percent.

Manufacturer narrative:
The device history record (DHR) review of the affected sapien valve shows the device met specifications prior to distribution of device. Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the exact cause for this event cannot be determined. It is possible a combination of patient factors (severely calcified aortic root) and unknown procedural factors caused or contributed to this event; per the information received, the valve was positioned and deployed as recommended. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.